Event description:
The complainant reported an under-delivery. 1000 ml of nutritional product was hung at rate of 125 ml/hour for 8 hours; however, after two hours, the pump alarmed dose fed but no feed had been delivered.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4). The testing and investigation results did not confirm the complaint of under-delivery. The pump delivered at +3% accuracy which is within specification of the pump.

Manufacturer narrative:
(B)(4).